Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ivor esophagectomy gastric j tube placement, the surgeon had a hard time attaching the device to the circular stapler. The patient was on her side and the surgeon had limited space and visibility. He tried to mate the device to the circular stapler and the flanges appeared spread out and would not catch. He removed the device and tried another device which appeared more spread out than the first. A third device was used and connected. The surgical time was extended 30 minutes or more due to the product problem. There was no injury caused to the patient and no medical intervention was required.